Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (55 mg/dl). Customer stated low bg's were due to "running a lot of errands". Customer ate a brownie to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.